Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 4pm. The patient manages his diabetes with insulin pump therapy. It is not known if the patient made changes to his usual management routine. A couple hours after the start of the alleged issue, the reporter claims the patient felt a symptom of cold sweats. About 6pm that same evening, the patient reportedly visited the urgent care/ clinic and obtained a blood glucose result of "53 mg/dl" with the clinic meter. The patient was advised to eat something. The correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.